Event description:
(B)(6) 2026: rep called to report that since yesterday patient has been unable to connect to their spinal cord stimulation (scs) ins and that the therapy had been "discharged" for 2 years. Caller said patient tried to "triple charge" yesterday, but the scs ins wasn't found when patient tried connecting. Caller said patient tried for over an hour to charge but was unsuccessful. When asked if patient saw any messages appear on the screen while trying to connect, caller said patient didn't mention any. Patient not present on the call. Caller also said patient had a bladder stimulator in very close proximity to the scs ins and wondered if that could have affected patient's ability to connect. Caller said patient reported putting recharger over correct implant. Agent reviewed it could be possible, but ultimately hard to tell when patient didn't provide many details about trying to connect. Agent suggested having patient contact patient services for assistance with connecting/charging therapy. 2026-jan-14: additional information is received from the rep saying the cause for the issue is not determined but the suspected cause is interference from bladder stimulator placed directly next to the scs implantable neurostimulator (ins). Rep also mentioned that they have instructed the patient to reach out to patient services (pss) to troubleshoot. The information is confirmed by the physician. 2026-feb-6: additional information was received from rep reporting that the bladder stimulator was not a medtronic product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).